Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit passed displacement test and self test. No pump error 63 noted during testing, however pump error 63 (variable 3) was present in the pump trace download due to broken trace at u1 pin 6/sda on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. The customer stated that they were able to clear the alarm and able to rewind the insulin pump. Self test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.